Event description:
It was reported that the pt experienced telemetry issues between their implantable neurostimulator and recharger. The pt had not charged their stimulator since (B) (6) or (B) (6) of this year. The last time the pt felt stimulation was around the same time they last recharged ((B) (6) or (B) (6) 2009). It was reported that dissatisfaction with stimulation was the primary reason for the overdischarge. It was also reported that a power on reset screen was noted on the recharger screen. It was uncertain whether a physician mode recharge had been performed at the time of this report.

Manufacturer narrative:
(B) (4).